Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, pelvic pain, cholecystectomy, endometrial ablation, tubal ligation, d & c, uterine bleeding and cystoscopy. Essure confirmation test(s) conducted, specify yes type of test and results: other (please describe) ¿ unsure. Concurrent conditions included weight normal, paratubal cyst, perineal pain and postmenopausal bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), pain in extremity ("pain: legs"), headache ("pain: head") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: not provided/ weight gain / loss (specify which one) gain"). The patient was treated with surgery (ablation done but failed((B)(6) 2018), hysterectomy,bil salpingectomy, lysis of adhesions & cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, pain in extremity, headache, weight increased and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 120 lbs. On (B)(6) 2009, she implanted essure (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: on (B)(6) 2009, she implanted essure (previously reported as 2008). Added event dyspareunia (painful sexual intercourse). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, pelvic pain, cholecystectomy, endometrial ablation, tubal ligation, d & c, uterine bleeding and cystoscopy. Essure confirmation test(s) conducted, specify yes. Type of test and results: other (please describe) ¿ unsure. Concurrent conditions included weight normal, paratubal cyst, perineal pain and postmenopausal bleeding. In 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), pain in extremity ("pain: legs") and headache ("pain: head") and was found to have weight increased ("weight gain / loss specify which one: not provided/ weight gain / loss (specify which one) gain"). The patient was treated with surgery (ablation done but failed ((B)(6) 2018), hysterectomy, bil salpingectomy, lysis of adhesions & cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, pain in extremity, headache and weight increased outcome was unknown. The reporter considered abdominal pain, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received. Case becomes an incident. Previously reported event injury nos was replaced with new events- abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia(inability to have sexual intercourse), migraines / headaches, nausea, pain: abdomen, pain: head, pain: legs and weight gain / loss: gain. Reporters concomitant conditions, medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.